Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (air in the device). The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was inserted into the anatomy. Upon removing the wire and dilator, air was observed in the sgc. Troubleshooting was performed and was successful. The sgc was reinserted to was complete procedure. The mitraclip was advanced into anatomy. There was rise in mitral pressure gradient and hence the clip was removed from the anatomy. The procedure was terminated with no change in mr. There was no clinically significant delay.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was inserted into the anatomy. Upon removing the wire and dilator, air was observed in the sgc. Troubleshooting was performed and was successful. The sgc was reinserted to was complete procedure. The mitraclip was advanced into anatomy. There was rise in mitral pressure gradient and hence the clip was removed from the anatomy. The procedure was terminated with no change in mr. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.